Manufacturer narrative:
The reported complaint of "the user observed saline leak from the catheter injection site. Suspecting solex 7 (lot # 91374) catheter balloon leak" was not confirmed during the functional testing. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. The most likely cause for the saline leak from the injection site was due to the improper placement of the catheter. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the serpentine balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended.

Event description:
During ivtm treatment for a patient with CPR hypothermia, the user observed saline leak from the catheter injection site. Suspecting solex 7 (lot # 91374) catheter balloon leak. The catheter insertion was smooth and was performed in single attempt by an experienced physician. The dwell time of the catheter was 120 hours and the temperature at the time of the issue was 36.9°c. The target temperature was 37°c. A new central venous catheter to continue the patient treatment. The current status of the patient is stable. No patient consequence was reported.